Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No display anomaly was noted. The operating currents were within specification and the insulin pump passed the self test, reset error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads, and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received button error alarm. The customer's blood glucose level at the time of incident was 221mg/dl. The customer states they had gone low in the 41mg/dl. The customer states their levels had gone high as well. The customer was advised the pump would be replaced and returned for analysis.